Event description:
Additional information received from the manufacturing representative (rep) reported that the patient had not been explanted or revised at that time nor was she scheduled for future at the time.

Event description:
Additional information was received from the patient on 2016-04-07 reporting that a revision had been performed due to the lead migration in 2015.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014(B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The patient requested a reprogramming due to inadequate coverage and sharp pain in her back when turning up. She did not recall any event, injury or accident around the time it began. The manufacturing representative (rep) met with the patient to do an impedance check and found the readings to be within normal limits. The rep attempted reprogramming, on the left lead and everything was fine and they could obtain good coverage. The right lead could not elicit stimulation on the bottom half of the lead without pain increasing in her back. Due to her description, there was a suspected possibility of lead migration out of the epidural space. X-ray imaging revealed the right lead had migrated and was halfway out of the epidural space. The rep was able to program using the top electrodes on the right lead to obtain adequate stimulation. The possibility of referring/changing to a surgical lead if revision was required in the future was discussed. The issue was resolved at the time of the report. If additional information becomes available, a follow-up report will be submitted.